Event description:
It was reported that the tip of an ozark screwdriver broke off intra-operatively. The tip was left inside the patient. The procedure was completed successfully with a 10 minute surgical delay.

Manufacturer narrative:
Visual inspection confirms the tip of the driver is fractured. Rotational deformation is observed just proximal to the tip fracture. Direction and degree of deformation proximal to the fracture indicates excessive torque was most likely applied to the driver during screw insertion. Device history records were reviewed for this lot number, no relevant manufacturing issues were identified. This device was manufactured in 2019 making it over 3 years old. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It was reported via follow up communication that the tip fractured in the screw head and was not removed. There was no harm to the patient and there is no plan to revise the patient. The patient had normal bone quality and the green ratcheting handle was used with the driver. The handle used, which can mate with the ozark driver, is not from the ozark system. However, it is unlikely that the use of this handle contributed to the event as the green (pyrenees) and blue (ozark) handles are both spin-top handles that are not torque-limiting. The most likely cause of the reported event was determined to be excessive torque applied during screw insertion. The age of the device may have potentially contributed to the event, as the device was just over 3 years old at the time of the reported event.

Event description:
It was reported that the tip of an ozark screwdriver broke off intra-operatively. The tip was left inside the patient. The procedure was completed successfully with a 10 minute surgical delay.